Manufacturer narrative:
It appears that the modular neck was removed, but the femoral stem was left implanted. Updated explant date information.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the modular neck was removed. Additional information received on 03/04/2021 from distributor: additional incident description, product names, revision date, approximate year of implantation, facility of revision, confirmation that all products were revised and indication of inability to provide product ID's and lot numbers. Allegedly, patient revised due to a possible pseudotumor and possible infection. Implants gone to microbiology lab for testing.